Event description:
The rn was contacted directly by the customer. It was reported the stapler was reloaded after first firing and for 2nd firing, the reload unit ejected from the cutter. No other info is known. There was no reported consequence to the pt. Purchasing will call rep when device is ready to be picked up. It is going through their quality assurance process now.